Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer's blood glucose was 56 mg/dl as the customer delivered multiple boluses when the insulin was interrupted due to the occlusions. As the customer had changed the cartridge and infusion set prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be determined. Since changing the supplies, the customer has not received any further occlusion alarms.